Event description:
On (B)(6) 2014 synergeyes received a report wherein a patient had evidence of corneal edema in the patient's left eye. The report stated that the patient started wearing the contact lens involved in the event "around" (B)(6) 2014. The patient was seen by the physician on (B)(6) 2014 for pain in her left eye. Results of the examination determined that the patient's left lens was fitting snug on the cornea causing corneal edema. Treatment of the corneal edema was limited to the patient receiving tobradex. Based on the physician's statement, tobradex should resolve the corneal edema with no long term issues expected. It was reported that the physician did not know if the lens caused or contributed to the event as the patient's rx has not changed and the patient's last set of lenses were worn with no issue.

Manufacturer narrative:
During the complaint investigation the following information was obtained: lens surface was inspected using an optical microscope. There were no surface defects noted. Base curve was measured using a radioscope. The lens' measured parameter was within the lens design specification. Power was measured using a lensometer. The lens' measured parameter was within the lens design specification.